Event description:
On 28-jan-2025 koru medical received 30 needle sets (3 boxes) of rms32614 (high-flo needle set 26 gauge needle sets - 3 needles - 14 mm) lot n.86417 from a customer under a return material authorization. There was no patient involvement. During quality control inspection of the 30 needle sets performed on 29-jan-2025, 2 needle sets were found contaminated with black debris and what appeared to be hair. Koru initiated an internal non-conformance report to investigate. In addition, an internal quality alert was initiated to inform internal personnel of the non-conformance. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.